Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drwer failed due to latch. Field service engineer readjusted latch sensor to resolve the issue the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, which caused delay dispensing the medication. There were no adverse events or injuries reported based on this event.